Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006 and 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and remains in use. The patient experienced inappropriate therapy for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt). The device remains in use. No further patient complications have been reported as a result of this event.